Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6), implanted: (B)(6) 2018, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 24-apr-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 760.5mcg/day via an implantable pump. It was reported that during the pump replacement procedure the catheter was found to broken and a portion of the catheter was still in the patient. The actions and interventions taken to resolve the issue was the doctor tried to search for the catheter in the patient, also tried using x-ray to search for catheter tip. There were no factors that may have led or contributed to the issue. There were no patient symptoms to be reported. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.